Event description:
It was reported that during an unk procedure, the instrument had the white teflon part fall off. It didn't fall into the pt. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.